Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. It was also stated that insulin pump had cracks around the battery compartment the blood glucose reading was 48 mg/dl compared with the sensor glucose reading of 106 mg/dl. The customer stated that the sensor did not detect the high blood glucose after the low blood glucose. It was also stated that there may be larger differences after meals or bolus delivery. The current blood glucose was 119 mg/dl. It was also stated that the customer experienced irritation under the set's adhesive. There was also another occurrence where the sensor glucose was in the 90 to 100 mg/dl range and the blood glucose was 180 mg/dl. Advise to revert to back-up plan. Nothing further reported.